Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8832, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Event description:
It was reported that following the refill on the date of report the patient reported feeling ¿really weird¿ as if receiving an IV dose of medication. The patient ¿just went down and just is out¿, the patient was breathing okay but just ¿very sleepy¿, "drowsy" and needs to be shaken to wake them up. It was noted that the location of the pump was ¿very red and irritated¿ right after filling the pump, but was no longer red when re-examining later. The reporter indicated they would check the amount in the reservoir that was injected to ensure there was not a pocket fill. It was later reported that the managing healthcare provider (hcp) withdrew the drug from the pump to verify the amount, and then believed there was a leak in the septum. The amount of drug withdrawn vs. What was expected was not reported, nor was it noted if there was a volume discrepancy found to determine a leak by the hcp. It was indicated that patient will have pump explanted. It was later reported that according to the managing healthcare provider (hcp) there had been a 2ml deficiency. Surgery has not been scheduled. The patient was stable and receiving therapy .the pump was being used to deliver clonidine, hydromorphone and bupivacaine